Event description:
Pt with history of mitral stenosis, status post mitral valve replacement, status post av ablation with pp. History of htn, admitted to emergency dept with a-fib, acute heart block, right bundle branch blook, and severe bradycardia. Chest x-ray shaved possible break in pacer lead of level of it's entry into scbclavian vien. Pacer removed and lead capped. New pacer and lead lead implants.